Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6)2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medications (intraperitoneal) for the event. Patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.